Event description:
On (B)(6) 2024, the pacemaker was set to MRI mode for an MRI scan (automatic mode, voo), but the screen of programmer was shown as doo. After the MRI scan, printed by the programmer, which confirmed that the default setting was printed as aoo.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.